Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 11may2019. The data acquisition (da) printed circuit board assembly (pcba) was received for failure investigation (fi). Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from alternating current and delivered breaths. The execution of the power on self-test, executed 25 times, did not generate any failures. The test ventilator did not generate the diagnostic error codes associated with the reported issue. The ventilator operated for one hour without failures. The test ventilator passed the pressure accuracy test. No failures were identified with the da pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 25jan2019, date received by MFR: 23jan2019. The service engineer (se) inspected the device and verified the reported issue and replaced the data acquisition (da) printed circuit board assembly (pcba) and the solenoid 3 and 4 valves. The device successfully passed testing.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator generated multiple proximal pressure sensor auto-zero failed diagnostic codes. The ventilator was not in use on a patient at the time of the reported event. Event date not specified; estimate used.